Manufacturer narrative:
No photos or videos are available to review. No service has been requested by the customer; therefore a service record review cannot be performed. The serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The root cause cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a relapsing problem with the system user settings and a patient experienced a phacoemulsification (phaco) burn during a cataract procedure. Additional information was received from the physician. The physician reported the phaco tip occluded during sculpt mode and system occlusion tone was heard at the beginning of a right eye cataract surgery. The patient developed a corneal phaco burn resulting in corneal opacity, shallowing of the anterior chamber, with gaping and leakage. The physician indicated he sutured the eye, applied an ocular sealant and a contact lens. The physician indicated the patient developed an induced post-operative astigmatism and one week later the eye was resutured. No additional information is expected. This is one of two reports.